Manufacturer narrative:
This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were available from the customer site. A review of the performance in the field of reagent lot 61084fn00 was performed. The patient median result for the lot was analysed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. In addition, no issues were identified for (B)(6) rates in the field for the population that includes commercial labs, doctors, hospitals and medical centers/out patients. The customer's instrument logs were reviewed and did not identify conclusive information to indicate an instrument or sample integrity issue occurred. The architect (B)(6) qualitative ii assay package insert contains information to address the current customer issue. Based on the information from the customer site and the results of this evaluation there is no evidence to suggest that a product malfunction occurred. The customer did not follow the testing algorithm outlined in the assay package insert and administered treatment based on an initial (B)(6) result. The issue is classified as abnormal use. As a result, testing was not performed during this evaluation as the issue is not related to the performance of the assay. A product deficiency was not identified. (B)(4).

Event description:
The customer reports that pre-natal testing on one female patient had generated (B)(6) architect (B)(6) assay results on (B)(6) 2015. Blood samples taken from this same patient on (B)(6) 2016, shortly before delivery, generated initial (B)(6) results; however, no neutralizing confirmatory testing was performed. The female patient was administered an immunoglbulin regime post-partum. Subsequent blood samples taken from this patient tested (B)(6) with the architect (B)(6) assay. There has been no reports of any adverse impact to the female's health as a result of this issue. There is no further information available.